Manufacturer narrative:
The reagent lot number is 847637 with an expiration date of 30-sep-2025. The qc had several warnings. The alarm trace had multiple sample probe abnormal aspiration and sample short alarms on the date of event. The field service engineer (fse) inspected the module and found additive reagent buildup on top of the cuvette and a pinhole in a tube in the rinse station. The fse cleaned the buildup, replaced the tubing, and adjusted the rinse levels. He also verified the functions of the ultrasonic mixer, probes, and gear pump head pressure. He performed successful mechanical checks. The investigation determined the event was consistent with a single denatured and contaminated reagent cassette, an instrument-related issue (pinhole in rinse station), and additive reagent buildup on the cuvettes. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable urea/bun results from five patient samples tested on the cobas 8000 c702 module. The following are examples of discrepant results: patient sample 1 the initial result was <0.5 mmol/l. The repeat result was 9.0 mmol/l. Patient sample 2 the initial result was 0.8 mmol/l. The repeat result was 7.9 mmol/l. The module gave multiple low results, prompting the patient samples to be rerun. The repeat results were deemed correct.